Manufacturer narrative:
Follow-up #1: date of submission 05/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found the reported call service alarm on the event date. The pump powered up using the returned battery cap with the appropriate audible and vibratory features. Multiple rewind/load/prime sequences were executed without incidents. The electrical current draw readings were within specifications. The pump casing was opened to further investigate and no internal defects were found. The reported call service alarm was verified in the black box but was not duplicated in the investigation. Unrelated to the reported call service alarm issue it was observed that the display screen was dim and discolored, and the threads on the battery compartment and battery cap were stripped.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, the patient received multiple replace battery warnings within the past 30 days. The reporter stated that the battery type matched the setting in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.